Event description:
I have constant anxiety, fatigue, brain fog, joint pain, hand and arms are so weak. I cannot hold anything, squeeze anything. Difficulties concentrating, memory loss, not able to work anymore. Limb numbness, stomach issues, extreme headaches and mia graves, blurring visions. Ringing in ears that never stop, hurting, dry skin, dry mouth, skin rashes, itchy is extreme. Lesions on skin, choking, shortness of breath. I believe I'm dying, anxiety attack, depression, I see a psychiatrist, mood swing, heart palpitation. I have seen over 30 drs, been hospitalized, extreme weight loss, neuralgia, neuropathy, food intolerance.